Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (battery problem / resetting) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the reported 'battery problem' and resetting is the contamination and shorted transistor. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger/modem indicating that it was displaying a 'battery problem' and continuously rebooting.